Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin. The customer was unable to confirm the amount of insulin that the cartridge had been filled with. There was no impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support, and declined any further follow-up.